Manufacturer narrative:
Product will not be available for eval by manufacturer. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.

Event description:
The pt is reported as: the circuit disconnected at the connection of the tygon tubing to the cuff connector near the column. This lack of oxygen to the pt set off the oximeter alarm allowing the rt to respond quickly. No pt injury reported.